Manufacturer narrative:
Correction of h6 evaluation conclusion codes from cmc - no problem detected, d14 to adverse event related to patient condition, d1001.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon vertically ruptured upon initial inflation at 10 atmospheres for 10 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 1.2 mm x 15 mm x 142 cm emerge balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon vertically ruptured upon initial inflation at 10 atmospheres for 10 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.